Manufacturer narrative:
D10: 320-08-38 - glen exp 38mm +4mm offset: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq rev torque defining screw kit: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 77 yo female patient, who had a left rtsa, presented with complaints of pain and was revised approximately 2 years post the initial procedure. A loose baseplate and bacteremia were indicated. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return due to chain of command. An image of the explanted devices was provided. No further information.this is 1 of 2 reports.